Event description:
Device I of 2. Reference MFR report 3006705815-2019-01051. The patient's leads were explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device I of 2. Reference MFR report 3006705815-2019-01051. It was reported that patient had ineffective coverage of pain relief. Due to ineffective therapy patient stopped using the stimulation . To address this issue patient may be awaiting surgical intervention to explant the device.